Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 535:320:658 occurred was not confirmed during product evaluation. The root cause of this condition was not identified. No repairs were performed as the problem was not confirmed.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 535:320:658 occurred. There was no reported patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.